Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was confirmed. The reported issue was caused by the use of an artificial lung for the measurement. Repair activity was made minor adjustments so that the continuous mandatory ventilation indicator lights up at 9.5cmh2o. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the continuous mandatory ventilation indicator (light emitting diode) activates (lights up) at approximately 12 cm/h2o. In clinical practice, they would like it to activate at a value not exceeding 10 cm/h2o (preferably 9 to 9.5 cmh2o). The event occurred during priming at the facility. There was no reported patient involvement.